Event description:
It was reported that an infiltration event occurred while delivering medication to a patient. The customer expressed concern that the pump did not provide an alarm to alert the user of an infiltration.

Manufacturer narrative:
(B)(4). The available information does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the patient injury resulting from the reported infiltration. The sigma spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the sigma spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." Manufacturer report no. 1314492-2012-00051 and 1314492-2012-00053 are similar events reported by the same customer. The event date is currently unknown.